Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The condition of the implant indicates that the implant could have been inserted off-axis and the handle knob could have been rotated prior to insertion. Both of these can cause extra stress on the implant and cause it to fracture. DHR was reviewed and no discrepancies were found. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a possible user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a surgery for reconstruction of the rotator cuff; mobilization of the so-called "frozen shoulder": placement of a juggerknot 2.9mm anchor in the medial row for fixation of the supraspinatus tendon: both pairs of the juggerknot anchor were sutured through the supraspinatus tendon and fixed by knotting to the humeral head. To achieve additional fixation, a cayenne-quattro link sp 4.5mm anchor was used. The threads of the juggerknot anchor were passed through the knotless quattro anchor and then anchors were placed in the correct position in the lateral row and were hammered in the bone until the first mark. Then the threads were stretched and fixed by turning the fixing wheel in the anchor. The anchor was hammerd to second mark. The fixing lever was pushed forward and the fixing wheel was turned another 3 to 4 turns to the right to release the handle from the anchor. A good fixation of the tendon was shown, and the threads are individually cut off with a cutter on the quattro anchor. During the arthroscopic routine tour, the quattro link anchor was found in the joint. The anchor has evidence of breakage. Surgeon attempted to remove the quattro anchor arthroscopically from the joint using forceps. However, this was not possible because of the position of the anchor. The patient's shoulder had to be opened and by means of additionally constructed rontgen (c-arm) the metal tip of the anchor was located. Anchor was removed after a total of 2 hours attempt, however, a wing of the peek anchor was broken off and could not be removed because the fracture could not be detected by x-ray or the naked eye. The fixation of the supraspinatus tendon was left with the existing juggerknot fixation so that the rotator cuff was reconstructed and the "frozen shoulder" is mobilized again. A foreign body of approximately 6mm peekmaterial remains in the soft tissues of the patient's shoulder while the rest of the anchor was removed.

Manufacturer narrative:
(B)(4).

Event description:
Patient underwent a surgery for reconstruction of the rotator cuff; mobilization of the so-called "frozen shoulder": placement of a juggerknot 2.9mm anchor in the medial row for fixation of the supraspinatus tendon: both pairs of the juggerknot anchor were sutured through the supraspinatus tendon and fixed by knotting to the humeral head. To achieve additional fixation, a cayenne-quattro link sp 4.5mm anchor was used. The threads of the juggerknot anchor were passed through the knotless quattro anchor and then anchors were placed in the correct position in the lateral row and were hammered in the bone until the first mark. Then the threads were stretched and fixed by turning the fixing wheel in the anchor. The anchor was hammered to second mark. The fixing lever was pushed forward and the fixing wheel was turned another 3 to 4 turns to the right to release the handle from the anchor. A good fixation of the tendon was shown, and the threads are individually cut off with a cutter on the quattro anchor. During the arthroscopic routine tour, the quattro link anchor was found in the joint. The anchor has evidence of breakage. Surgeon attempted to remove the quattro anchor arthroscopically from the joint using forceps. However, this was not possible because of the position of the anchor. The patient's shoulder had to be opened and by means of additionally constructed rontgen (c-arm) the metal tip of the anchor was located. Anchor was removed after a total of 2 hours attempt, however, a wing of the peek anchor was broken off and could not be removed because the fracture could not be detected by x-ray or the naked eye. The fixation of the supraspinatus tendon was left with the existing juggerknot fixation so that the rotator cuff was reconstructed and the "frozen shoulder" is mobilized again. A foreign body of approximately 6mm peekmaterial remains in the soft tissues of the patient's shoulder while the rest of the anchor was removed.